Manufacturer narrative:
An event of cancer and dermic rash after one month of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage occluder was implanted into a patient. 1 month post-implant, the patient began having symptoms a dermic rash. On (B)(6) 2023, the patient was diagnosed with mouth cancer. Nickel allergy and covid diagnosis were alleged against the amulet as the cause of the cancer and dermic rash. Imaging and nickle allergy tests were both refused. The device is still implanted and no treatment was administered. Patient is reported to be stable. No additional information was provided.